Event description:
Patient reported "rupture". Later patient reported no complaint against the device. Later healthcare professional reported "explant due to contralateral rupture". This record is for the left side. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b1, b2, b5, h1, h6.

Event description:
Patient reported "rupture". This record is for the left side. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Later healthcare professional reported "explant due to contralateral rupture". This record is for the left side. Device was explanted but not replaced and it will be returned.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.